Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure subacute stent thrombosis occurred. A stenting treatment procedure was performed in (B)(6) of 2012 and a 3.50x24mm ion stent delivery system was implanted in the proximal right coronary artery (rca). Lesion details are unknown. A little more than 3 weeks later the patient presented at a different facility with thrombosis. The vessel was mildly calcified and mildly tortuous. The patient was treated with manual aspiration and a iib-3a inhibitor. Angiography was performed and there was no unresolved thrombus at the vessel location. The procedure was considered complete at this point. No additional patient complications were reported and the patient's status is stable.